Event description:
The physician had deployed a stent in the proximal left anterior descending (lad) artery during a percutaneous coronary intervention (pci), when he observed a dissection which had occurred distal of the deployed stent. A stent was deployed in the dissection portion followed by deployment of another stent in the distal left circumflex (lcx). Physician confirmed residual stenosis in the proximal lad by angiogram. Another stent was deployed; overlapping initial stent deployed at proximal lad. Deployed stents were post-dilated with a balloon catheter. Intravascular ultrasound (ivus) confirmed treated area from distal left anterior (descending (lad) to left main coronary artery (lmca). Area was post-dilated a second time with another balloon catheter. Upon removal of the ivus catheter, the catheter became stuck at the distal edge of the stent deployed in dissected area. The physician removed the imaging core to insert a guidewire and advanced it through the catheter's sheath; but release attempt was unsuccessful. A balloon catheter was then loaded into guidewire and successfully advanced; releasing catheter's sheath from stent. Angiography confirmed that distal edge of the stent deployed in dissected area was lifted; therefore, physician dilated the edge of the stent with a balloon catheter followed by deployment of a stent. The procedure was completed with a different imaging catheter. Patient's condition was reported as stable.